Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found no damage. Lec 1310" was found in the device's event history log. Functional testing was performed. Upon testing, the reported problem was duplicated. Error code 1310 was user error and device used improperly. The error code was cleared. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device exhibited lec 1310 error. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.